Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no medical record review (mre) review could be performed. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure for atrial fibrillation with a unknown pentaray nav catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During mapping phase, just after going transseptal, the patient¿s blood pressure dropped and heart rate increased. Cardiac tamponade was confirmed on intracardiac echocardiogram and transthoracic echocardiogram. Pericardiocentesis was performed to remove 1325 ccs of fluid. Patient was then transferred to the operating room for pericardial window and open-heart surgery. The patient required extended hospitalization due to the open-heart surgery. The patient was reported to be stable and fully recovered with no residual effects. The physician¿s opinion on the cause of the event is that it was procedure related.

Manufacturer narrative:
It was reported that a 72 year old male patient underwent an ablation procedure for atrial fibrillation with a unknown pentaray nav catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Additional information was received (B)(6)2019 indicating transseptal puncture was performed with a baylis needle. No ablation was performed prior to the patient event. The thermocool® smart touch® sf uni-directional navigation catheter was inserted into first transseptal access sheath. Only mapping was performed with the unknown pentaray nav catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).